Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part 352.040, lot 2427671: manufacturing location: (B)(4), manufacturing date: 28.nov.2008: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. The 352.040, lot number 2427671, 5.0mm flexible shaft was returned without an allegation against the part. Upon visual inspection, the tip of the flexible reamer shaft was observed to be broken and contributes to this complaint condition. The part was removed from the concomitant part list and added as a complaint part data. Approximately 11.2 mm (length) of the reamer shaft tip was broken off; the location of the fragments of the broken reamer shaft tip is unknown. A medullary reamer head (part # unk, lot # unk) was returned broken in multiple fragments. This complaint is confirmed. All 15 pieces of the reamer head fragments were returned. The part and lot numbers etched on the reamer head could not be determined and is not legible since the reamer head is broken in fragments. A visual inspection and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already is already broken in fragments. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to consistent/repetitive stress over the product's lifetime, exceeding yield strength and/or collision(s) with dense bone. Since the reamer head mates with the reamer shaft tip, the breakage of the reamer head can cause the breakage of the reamer shaft tip, and vice versa. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Information reported on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported that a reamer head broke off during a total anterior hip procedure on (B)(6) 2016. There was unknown number of surgical delay. Patient was stable following the surgery. During the manufacturer investigation, it was identified that the tip of the returned flexible reamer shaft was observed to be broken. This condition was evaluated and determined to be reportable on (B)(6) 2017. Concomitant device reported: reamer handle (part # unknown, lot # unknown, quantity 1 ). This report is for one (1) 5.0mm flexible shaft. This is report 2 of 2 for complaint (B)(4).